Manufacturer narrative:
The cannula seal accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer inserted the clip applier instrument through the cannula seal accessory and noticed a fragment that appeared to be a rubber component of the cannula seal. The customer indicated that the clip applier may not have been fully closed during insertion, potentially causing a tear in the inner cannula seal. The fragment was retrieved using a laparoscopic instrument, and all pieces were successfully recovered during the same procedure. No post-operative test such as an x-ray was performed. No complications occurred as a result of the issue. The procedure was completed as planned.